Event description:
Pt had aicd inserted several years ago secondary to history of severe hypertrophic cardiomyopathy with left ventricular wall thickness. Electrophysiology attempted to extract the chronic right atrial and chronic right ventricular aicd leads. The pt became hypotensive and cardiac arrested. The echocardiogram did not reveal an effusion. The pt was taken to the operating room emergently where the chest was opened and a tear was found in the vena cava. The tear was repaired but unfortunately, the pt's heart was unable to recover. The pt was pronounced at (B)(6).